Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the monitor was unable undergo incoming testing. Part of the monitor's electrode belt connector was broken off in the belt plug. Additionally, the guide pins were bent, preventing incoming testing. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.